Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted. Investigation in process, not complete.

Event description:
It was reported that a procedure was performed on or around (B)(6) 2016 in the (B)(6) utilizing the s-lok pedicle screw system. During the procedure six s-lok polyaxial screws were implanted and two rods where then placed. Upon assembling the lock-screw into one of the 6.5mm x 40mm s-lok polyaxial screws ((B)(4)) using the anti-torque wrench and tightening with the torque driver handle and shaft the thread of the tulip broke and debris fell into wound. The debris was removed, and subsequently the lock-screws and rods were removed so that the damaged polyaxial screw could be removed and replaced. The procedure was then completed with no further issue. The reported issue resulted in a 30 minute delay.

Manufacturer narrative:
Engineering evaluation noted finding all threads on both sides of the screw exhibit damage. Functional evaluation did not seem practical but a lock screw threaded into the tulip's thread remnants without issue. The damage to the tulip threads appears to be from use as witnessed by the anodize and material being removed from contact surfaces. The tulips are anodized after it has been machined. The cause for the severe damage observed on the tulip (thread material sheared away) is not clear from the product examination, and the complaint information does not provide insight as to how such damage occurred other than it occurred during tightening of the lock screw. All six threads (3 one each side) exhibit damage indicating that the lock screw may have been seated at some point. However, issues may have been encountered properly initiating the lock screw (cross threading) causing damage during repeated tightening attempts, but difficult lock screw initiation or difficulty in attempting to reduce a rod into the tulip were not noted, and the lock screw used with this implant was not returned for evaluation. It is assumed that this was either the last screw being tightened on the entire construct or on one side of the construct. This would be the situation where rod seating issue would arise. Difficulty seating a rod and subsequent implant damage can occur due to screw position and orientation relative to the rod. A misaligned rod - screw condition or cross threading a lock screw could result in thread damage. The screw was subsequently removed and replaced with another screw from the system. It is unclear as to what modifications, if any, were made to enable construct assembly with a subsequent screw from the system. Review of manufacturing history records found (B)(4) pieces released for distribution on 9/18/2015 and (B)(4) pieces on 11/11/2015. All product released with no deviation or anomalies. A two-year complaint history review did not reveal any previous reports of this nature for the reported part/lot number. The exact root cause of the reported issue and damage could not be determined. No product non-conformance, manufacturing or design issue was identified. As the root cause appears to be technique related, the need for corrective action was not indicated.